Event description:
As reported: "a revision surgery was planned to be performed on (B)(6) 2023 by the surgeon, using the blueprint planning feature (case ID: 0c0r0dm). Reason for revision was proximal migration of the humerus due to rotator cuff failure over time."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. H3 other text : device disposition unknown